Event description:
Penumbra packing coil f113671. Coil would not fully deploy and then would not retract back into sheath. No harm to patient. Implanted, explanted. Product wasted. We have the coil for review if necessary.